Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that asymmetric lens vault (z-syndrome) occurred approximately six months post lens implanted. A yag was performed but the surgeon had limited visibility because the patient's eye did not dilate well. Reportedly there was no improvement. Additional information has been requested but has not been received.

Manufacturer narrative:
The lens was not available for evaluation and the lot number was not provided; therefore a DHR review could not be performed. Based on the current information the root cause of the event could not be conclusively determined.